Event description:
The customer reported the system displayed an overload fault and would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.